Manufacturer narrative:
The sensor feature worked properly and no unexpected lost sensor alarms were noted. The low reservoir alarm feature worked properly. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Event description:
The customer's mother stated that the insulin pump alarmed motor error. The blood glucose reading was 227 mg/dl. Prior to the event, the customer was delivering a bolus. The patient did not recall any significant events that led to the incident. The unit was not exposed to a strong magnetic field. In troubleshooting, the customer was able to rewind the device. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.